Event description:
It was reported that this the pacemaker recently implanted exhibited loss of capture the same date of the implant. The next day the thresholds was good. The patient was asymptomatic. It was found the lead was dislodged. Subsequently, a revision procedure was performed and the lead was repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
Tab d was updated to reflect the lead, as the dislodgement of this lead cause loss of capture. The lead was positioned, and tabs b and h were also updated accordingly.

Event description:
It was reported that this the pacemaker recently implanted exhibited loss of capture the same date of the implant. The next day the thresholds was good. The patient was asymptomatic. Currently, this product remains in service and no adverse patient effects were reported.